Event description:
The window cup trial will not fit on the inserter as the threaded hold is dilated and no longer contains threads.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.